Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 17 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as sweating and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The customer has down's syndrome and entered numbers incorrectly in the pump causing the low. The insulin pump will not be returned for analysis.